Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the event history log was reviewed. The dso seal was replaced to address the reported issue. The device then passed all testing.

Event description:
It was reported that the bolus port was found to be damaged during testing. There was no patient involvement. Evaluation of the returned device found a damaged downstream occlusion seal.